Event description:
It was reported a soectrum pump had false air in line alarms during therapy. The customer reported "the alarm is near immediate one pumping starts." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.